Event description:
It was stated that the needle was giving a resistance not able to push medication through the needle. There was patient involvement, but no harm reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 1217052-2025-00027. The date of that submission was 2/4/2025. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. History record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.